Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer (fse) performed a hardware check, replaced and adjusted the sample probe, and performed ultrasonic mixer adjustments. The service maintenance actions performed by the fse resolved the issue.

Event description:
There was an allegation of questionable total protein gen.2 results for 1 patient sample on a cobas c 503 analytical unit. The initial result was 98.2 g/l. The customer questioned the result as it was inconsistent with the other sample results, particularly creatinine. The sample was repeated on another analyzer and the result was 66.8 g/l. The sample was also repeated on the initial analyzer and result was 67.6 g/l. The repeat results were deemed correct. No questionable results were reported outside of the laboratory.